Manufacturer narrative:
Product ID 3387s-40, lot# v098699, explanted: 2013-(B)(6), product type lead.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v098699. Product type: lead: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7426, serial# (B)(4), implanted: (B)(6) 2008. Product type: implantable neurostimulator: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3387s-40, lot# v098699. Product type: lead. (B)(4).

Event description:
It was reported erosion around the lead wire on top of the skull was noticed when the patient¿s granddaughter was brushing the patient¿s hair about a week prior to report. It was stated the husband saw ¿a dark spot and looked closer and saw the wire exposed.¿ reportedly, the patient had a ¿big-time infection on that side, and they had a feeding tube installed¿ and the husband was concerned because he was told the ¿feeding tube didn¿t look like it is healing the best and now with the exposed wire.¿ it was noted the patient got infections very easily. It was later reported the lead was exposed at the top of the patient¿s head and the other one was ¿about to be.¿ it was stated the healthcare provider (hcp) was concerned about a cerebral spinal fluid leak and infection. It was stated the patient had a follow up appointment scheduled for (B)(6) 2013.

Event description:
Further evaluation of the follow up information from the healthcare professional (hcp) reported that cause of the lead erosion was not determined and that the leads were removed. If additional information is received, a follow up report will be sent.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that they had not seen the patient since 2009 by a physician who is now retired. The patient records were transferred to another physician and it was noted that there was no indication regarding anything about infections. If additional information is received, a follow up report will be sent.